Manufacturer narrative:
The company rep powered down the iabp and checked the offsets in service diagnostic mode and found then within spec. The company rep was unable to duplicate the event. The company rep verified all cables, pots, and connections on front end board and found them functional. The company rep replaced the drive transducer (part # 0682-00-0076-01). The company rep performed calibration, functional and safety tests, the unit met factory specs and was returned to the customer. (B)(4).

Event description:
Customer states, " switched pt from hosp's console to lifestar's console. Received 'autofill failure' and 'maintenance required code 2'. Pt was having respiratory issues and hosp decided to cancel the transport. Decision was not due to the problem with lifestar's cs300." Maintenance required code 2 alarm description: drive transducer offset failure.